Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the ventricular lead was unable to be connected to the device header. Another device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported complaint of difficulty to tighten the ventricular setscrew was confirmed. Analysis found the ventricular setscrew inset was completely stripped. When the setscrew is being stripped by the torque wrench, the setscrew cannot be tightened onto the lead. Stripping of the setscrew inset unusually occurs due to incorrect wrench insertion into the setscrew inset by the user of the wrench. No device anomalies were found to cause the stripping of the setscrew. Electrical testing performed indicated the device was normal and above the elective replacement indicator (eri). The event was most likely related to the user¿s use of the wrench.